Event description:
Complainant alleged that during the incoming inspection of the device, a "defib pad short" message was observed when attempting to discharge energy into test equipment. The complainant indicated that there was no pt involvement in the reported malfunction.